Event description:
Product analysis was completed on the generator and lead. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse condition found with the pulse generator. During the visual analysis of the lead the ends of 1st and 2nd returned portions appeared abraded. Closer examination found the ring coil to be broken. Continuity checks of the returned lead portions were performed during the functional analysis, and no other discontinuities were identified. The lead assembly has dried remnants of what appear to have once been body fluids inside outer and inner silicone tubes, in some areas; no obvious path other than the identified openings and the cut ends made during the explant process. Other than the noted above conditions, the condition of the returned lead portions are consistent with conditions that typically exits following an explant procedure. Note that since a portion of electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. No further relevant information has been received to date.

Event description:
The patient had full system replacement due to high impedance. The explanted suspect product was received but analysis has not been completed to date. No further relevant information has been received to date.